Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on 05 september 2024 and the symptoms like redness and swelling started appearing on 08 september 2024. The patient consulted hcp who prescribed antibiotics (fusicutan). According to the latest update, the symptoms were getting better after the medication. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where patient developed infection at the insertion site with symptoms of swelling and redness. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics (fusicuton) to treat the infection.